Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, scope communication error (e311) appeared. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black screen or no image was due to broken video cable, and damaged fiber bonding in the outer tube area (distal end) was traced to component failure due to stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic had screen went black. The issue was found during laparoscopic inguinal hernia operation procedure while the patient was under sedation. The intended procedure was completed using a similar device. There were no reports of patient harm.